Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of black particles, chest pain, sore throat, cough, headache, difficulty breathing, extreme tiredness. The patient is on inhaler, mucinex and antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report, section b4 report date was incorrectly captured, which has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received previously information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of black particles, chest pain, sore throat, cough, headache, difficulty breathing, extreme tiredness. The patient is on inhaler, mucinex and antibiotics. Upon further review, it was decided that the reported event of the customer seeing film and black particles in the water chamber, experiencing chest pain, sore throat, cough, headaches, out of breath, and tiredness, requiring mucinex and antibiotics, and the device overheating or not heating at all does meet the definition of a reportable serious injury. Section b1 and b2 has been corrected to reflect product problem only and section h1 has been corrected to reflect malfunction. Section h6 health effect - impact code was corrected to reflect correct information in this report.